Manufacturer narrative:
Visual inspection of one used minicap revealed no cracks. A pressure leak test resulted in leakage through a crack at the bottom edge of the cap.

Event description:
A health care professional reported one incident of a cracked minicap, noted prior to use. According to the healthcare professional there was no pt injury associated with this incident, and the pt did not use the product.